Event description:
It was reported that the patient was admitted to the hospital after falling and sustaining physical harm possibly due to a syncopal episode. The right ventricular lead impedance was high following the fall and a fracture was suspected. The lead was capped and replaced. Following the procedure, the patient was noted to be stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.